Manufacturer narrative:
Concomitant medical products: dtba1d1, crt d, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with non-specific congestive heart failure symptoms. It was also reported that the right atrial (ra) lead exhibited oversensing and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.